Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation does show damage. The yaw pulley is scratched. Additional observation related to the customer-reported complaint was also identified. The instrument was found to have a scratched yaw pulley. One side of the yaw pulley had several scratches.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a small nick in the black insulation near the distal tip.